Event description:
Boston scientific crm received information that this device was not implanted due to high out-of-range right ventricular (rv) pace impedance measurements. A boston scientific field representative reported the acute rv lead's pace and shock impedance measurements were normal when measured through a pacing system analyzer. The pace impedance measured through the device was greater than 2000 ohms, and just under 2000 ohms when the lead was disconnected, the terminal pin cleaned and reconnected. Another device of the same model was used and satisfactory lead measurements were obtained.

Event description:
Boston scientific crm received information that during a post operative check, this atrial lead had dislodged and an x-ray revealed the lead was in the right ventricle. A decision was made to not reposition the lead and further monitor. The pacemaker was reprogrammed to vvi 50 pacing mode. No adverse patient effects were reported. Although boston scientific failed to receive additional information on a revision procedure, new information received approximately 1.5 years post the initial report, stated the lead had dislodged again.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010, and was able to obtain/verify information. The patient manages his diabetes with humalog insulin via an insulin pump. The patient adjusts his insulin doses based on his meter readings. The patient indicated that the alleged issue started on an unspecified date/time a month prior to contacting lfs on (B)(6), 2010. On (B)(6), 2010, at 8:00 am, the patient claimed that he got a higher than normal reading of "213 mg/dl." Based on the meter reading, the patient reportedly administered self-treatment by taking an unspecified dose of humalog insulin. The patient mentioned that he actually took less insulin than usual since he did not trust the meter reading. An hour and fifteen minutes after testing and taking insulin, the patient claimed that he developed symptoms of shakiness, see colors, and disorientation. The patient tested his blood glucose while feeling low but he could not recall what result was obtained. At 9:30 am that same morning, the patient administered self-treatment by drinking a soda. The patient claimed that he felt better after drinking the soda. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as label print smeared. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.